Event description:
During the saphenous vein harvesting procedure, the image on the endoscope was blurry. No other info was provided by the hosp. The hosp reported that no pt complication had occurred.